Manufacturer narrative:
(B)(4). Additional information received from conversation with surgeon: the device was used to staple the inferior pulmonary vein in which the procedure was finished normally. About 20 minutes later, blood was noticed in the drain and the patient was brought back to the operating room. It was noticed that one side of staples on pulmonary vein were not closed properly. The vein was sutured by hand and also clips were applied. There was so much bleeding discovered that patient experienced ischemia of the brain. When the surgeon was asked the size of vessel, he replied that it was about 2 cm with no thickness issues. There were no abnormal sounds noted during device firing and the surgeon mentioned that he does not know what happened. He usually waits 15 seconds prior to firing device but does not count. They are continuing use of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the adverse incident occurred on friday (B)(6) 2018. The sales rep stated after she went to talk with the thoracic surgeons days later, she was informed that the patient expired. They have only one staple that they say they removed from the surgical field. What were the indications for surgery? Right low lobectomy (rlb). What was the exact vessel where the device was used in which bleeding occurred? Low vein lung pulmonar. What was the approximate width of the compressed vessel? 2,5 cm in extrapericardical portion. Can the surgeon confirm that the entire compressed vessel was proximal to cut line and no extraneous tissue was within the jaws distal to cut line? No. Were there any difficulties noted in regard to device performance in initial procedure? No . How long after initial procedure was bleeding identified? Half and hour more o less during the reoperation, was the site of bleeding able to be determined? Yes. Was it able to be confirmed that there was proper staple form? The surgeon has confirmed that the there wasn,t proper staple form. Is a video available? No. Was an autopsy performed? If so, can the results be shared? No. What is the surgeon¿s experience with the pve35a? The surgeon is an advanced user.

Event description:
It was reported that there was a failure of extrapericardial vein suture to finish the surgery. There was a hemorrhage by the drainage, that forced to reopen the patient. And then they observed the dehiscence in the suture.